Event description:
During an attempt to advance a coronary stent with delivery system to the target lesion site in the pt's right coronary artery, a arterial vasospasm occurred and the stent dislodged off the balloon catheter in the coronary circulation. The pt was sent for urgent coronary artery bypass graft surgery. Surgery was successful and there were no add'l clinical sequelae reported relative to the event.